Event description:
Complainant alleged that during biomed testing, the device prompted a "self test failure for p/s v out of range" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided for review. The device log was reviewed and confirmed the reported error. The error is not user correctable. However, without receipt of the device root cause could not be firmly established by the log information. Analysis of reports of this type has not identified an increase in trend.